Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A 3i t3® non-platform switched tapered implant 4 x 10mm (item # ioss413) was returned for investigation. Visual inspection of the returned product identified no signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The product's dimensions were measured and found to be within the specifications in the product's engineering drawing. Pictures or x-ray images were not provided of the medical event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the warnings, precautions, and potential adverse events. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complaint reported medical infection and continued pain. The reported event is non-verifiable due to the nature of the event and lack of definitive evidence. Appropriate documentation was reviewed and the following information was identified: a definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had an infection and was experiencing pain. The implant was removed.